Event description:
On (B)(6) 2013, the practice reported to ulthera practice manager that the patient has "lines from her treatment" 1 year post ultherapy. The original treatment was (B)(6) 2012. Welts appeared on her right side after the treatment and never resolved.